Event description:
It was reported that during an unk procedure, the device could not be fired. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Damaged firing trigger teeth.